Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker showed decrease of one year from two years and a half in a span of six months. An engineering analysis was performed in which result showed device power consumption has been increasing and is expected to increase. Moreover, device replacement was suggested and to be returned for detailed analysis. Additional information from the field indicated that the device is scheduled for replacement. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker showed decrease of one year from two years and a half in a span of six months. An engineering analysis was performed in which result showed device power consumption has been increasing and is expected to increase. Moreover, device replacement was suggested and to be returned for detailed analysis. Additional information from the field indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. The patient did not exhibit any device-related patient symptom/condition.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable pacemaker showed decrease of one year from two years and a half in a span of six months. An engineering analysis was performed in which result showed device power consumption has been increasing and is expected to increase. Moreover, device replacement was suggested and to be returned for detailed analysis. Additional information from the field indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.